Manufacturer narrative:
The lot was manufactured from december 04, 2019 -december 05, 2019. The actual device was not available; however, a photograph of the sample was provided for evaluation. A visual inspection was performed to the photograph which observed a ruptured bladder. The reported condition was verified. The cause of the condition was not determined; however, the probable cause was a manufacturing related. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
It was reported that the event occurred on an unknown day in (B)(6) 2020. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the bladder of a small volume folfusor ruptured during filling. The set was filled with 5-fluoruracil. There was no patient involvement. No additional information is available.